Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete tip fracture occurred. The physician attempted to reach the lesion with a taxus express2 2.5 x 16 mm drug eluting stent. However, while flushing the stent delivery system (sds) the guidewire became stuck. After pullling hard on the sds the tip fractured into two pieces. The sds tip remained on the guidewire and the entire system was removed as one. The procedure was successfully completed with another unk size taxus express2 drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."